Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an inverse step with mgs surgery a part of the drill broke off and remained in the patient. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.